Event description:
According to the available information, the patient had a total extraperitoneal (tep) hernia repair and implantation of an inflatable penile prosthesis (ipp) in april. An infection occurred and the implant was removed in june. In august, a revision procedure was performed to insert malleables with a plan to return in 8-10 weeks times to replace with narrow ipp. Both corpora were scarred and fibrosed and the urethra perforated during a difficult dilatation. This report captured the infection and scarring.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. B3: estimated date.